Event description:
It was reported to gore that on or about (B)(6) 2000, a pt underwent a procedure for the treatment of pelvic organ prolapse and urinary stress incontinence where a gore mesh device was allegedly used. The pt alleges to suffer chronic pain including dyspareunia and recurrent incontinence as an alleged result of device erosion, shrinking, hardening, scarring and multiple surgical procedures. Additional, event specific information has not been provided.

Event description:
The report is being submitted as follow up 2 to MFR. Report 2017233-2013-00535.

Event description:
This report is being submitted as follow up 3 to MFR. Report 2017233-2013-00535.

Manufacturer narrative:
Gore-tex vascular grafts are intended for use as vascular prostheses for replacement or bypass of diseased vessels in patients suffering occlusive or aneurysmal diseases, in trauma patients requiring vascular replacement, for dialysis access, or for other vascular procedures. The manufacturing records for this lot are beyond the required retention period and therefore cannot be reviewed although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. The manufacturing records for this lot are unavailable for review. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications.

Manufacturer narrative:
Add'l details regarding the patient's clinical course were ascertained from a review of medical records and are as follows. Medical records (B)(6) 2000 indicate, pt underwent a/p repair with stamey urethropexy. Medical records (B)(6) 2000 indicate the patient presented for a "redo on her stamey as well as an anterior and posterior repair." The medical records note a finding of "narrow pubic arch, a large cystocele, a moderately large rectocele and no evidence of enterocele." Medical records (B)(6) 2000 indicate a history of patient underwent a hysterectomy in 1975 and bladder suspension in 1996 medical records for bladder suspension in 1996 were not provided. Medical records (B)(6) 2000 indicate stamey needle bladder neck suspension with cystocath insertion. In addition, these records indicate a 1cm gore-tex graft was used in the suspension. The gore-tex graft was further described as "gore-tex tube graft." Medical records (B)(6) 2000 indicate a postoperative diagnosis of "hematuria and urge incontinence, urethritis." The medical record dated (B)(6) 2000 indicate the wall of the bladder did not reveal any pathological changes. No tumors, ulcers, or stones were noted." Medical records dated (B)(6) 2001 indicate: a cystoscopy, urethral dilation and retrograde pyelograms were performed. The report indicates a post operative diagnosis of. "Left distal ureteral calculus, passed." The medical records did not reveal the brand or lot# of the gore device noted to be used in the procedure performed on (B)(6) 2000. The medical records provided did not reveal evidence of erosion, scarring, shrinking, hardening, and multiple surgical associated with the implant of a 1cm gore-tex graft.

Event description:
This report is being submitted as follow up 1 to MFR. Report 2017233-2013-00535.